Manufacturer narrative:
Device not returned.

Event description:
It was reported that the wake button was delayed in responding to touch. There was no reported impact to the customer's blood glucose (bg) level. Customer reverted to an alternate method of insulin therapy.